Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: it was reported that "it was reported by the account contact that during a surgical repair sling operation for female stress incontinence, surgeon noted deployment malfunction" please explain how the product was defective. Per surgeon: "after placing one side without difficulty, we moved on to the second side. While placing second trocar the 1st side of mesh fell off of the trocar without provocation. We had not pulled the mesh enough yet. We continued to perform cystoscopy since both trocars were placed already. The fallen mesh was reattached to the 1st trocar in hopes we could pull it through without separating. Luckily it stayed on. Had it not stayed on, we would have had to remove both trocars and redo the sling with a new implant." "Any patient consequence?" Thankfully not. "Was there any associated medical or surgical intervention to treat any of the patient consequences?" If so, please clarify. No. "Can you identify the product code and lot number of the product that was used?" Lot#3939977. Exp 8-31-22. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a surgical repair sling operation for female stress incontinence on (B)(6) 2022 and mesh was used. While placing the second trocar, the first side of the mesh fell off of the trocar without provocation. They had not pulled the mesh enough yet. The cystoscopy was continued since both trocars were placed already. The fallen mesh was reattached to the first trocar and it stayed on. There were no adverse patient consequences. Additional information was requested.